Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) power cord of the device was missing. There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. The power cord of the device was missing. After finding the power cord, the device functioned normally. Therefore, we are closing this record with no further action. If additional information is received, the record will be reopened and addressed accordingly. H3 other text : repair is not done by getinge.